Event description:
It was reported that the handpiece overheated during testing. This did not occur during any surgical or medical procedure, so there was no pt involvement. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, debris was found in the rotor. The bearings, motor, and press plug were replaced.